Manufacturer narrative:
(B)(4).

Event description:
Surgery type: gastrectomy. According to the reporter: the surgeon pulled the tube very gently with an endo grasp instrument and when he pulled it all the way, the tube disconnected from the anvil. The anvil was located in the trachea. The surgeon states that he did not feel any resistance while pulling the tube. The incision was extended by more than one inch and the anvil was removed from the pt. Operative time was extended by more than 30 minutes and there was damage to the pt's esophagus.